Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. According to the report of the event the device will not be returned to allergan since the event described in the journal article happened too long ago and the device is not available anymore. Device labeling addresses the reported event of slippage as follows: "overdissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
"Article posted on research study on lagb surgery. Band slippage was reported. All ring slippages were anterior and treated laparoscopically by removing and replacing the old band."